Manufacturer narrative:
--

Event description:
Subsequent information indicated that a lead fracture was alleged.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed loss of capture (loc) and pacing impedance measurements of greater than 2000 ohms. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.